Event description:
The customer generated an axsym bhcg result of 0.0 mlu/ml (undiluted) on a pt. Surevalue qualitative bhcg results were positive. The sample was retested on axsym yielding an undiluted result of 0.0 mlu/ml and 1:200 diluted results of 17347 mlu/ml, 17084 mlu/ml, and 15877 mlu/ml. No error codes or result flags were generated by the axsym for the undiluted results of 0.0 mlu/ml.